Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation and rapid pulse due to an astral device stopped ventilation. It was reported the patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of total power failure without prior warning alarms. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation and rapid pulse due to an astral device stopped ventilation. It was reported the patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.